Event description:
It was reported that during a video laparoscopic rectosigmoidectomy procedure, the intraluminal stapler failed during use. The material stapled, but did not cut, the warhead (ogiva) was within the intestinal loop, being necessary to convert the surgery and make the anastomosis by hand.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patient's current condition? How did you confirm the anvil was secured to the trocar? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Were any unexpected noise heard? If yes, when during the firing stroke? Did the firing handle/trigger return to its original (pre-fired) position without intervention? (Y/n) was the breakaway washer completely cut through? (Y/n) was the instrument fired across or near an existing staple line or clip? Were any unformed or malformed staples observed? What method was used to remove the device from the patient?